Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Evaluation: leaks were reviewed to discard that suction was not activated due to a leak and plate was reviewed to assure it opened and closed properly. During the sample evaluation it was observed that valve was not occluded. The inlet ports as well as the anti-reflux valve were inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were open. And it was confirmed that the duckbill valve was not occluded. Also, while the plate was open and the exit port closed, the plate was pressed to release the air and it was not possible, the duckbill valve doesn't allow the fluids to go back thru the inlet ports. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition as shown in picture below, there was no presence of weak welding or over welding that could cause a leakage. It was performed visual inspection, and no void, hole or channel was found in the bag. The zip tie that holds the plate was inspected and it was oriented correctly to avoid puncturing the bag. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. Plate was open and close ten times. Plate works properly. Based on the present analysis, it is determined that the reported complaint is not duplicated and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a tumor resection surgery on (B)(6) 2019 and a reservoir was connected to a drain. The reservoir did not work properly and the negative pressure could not be applied after bending the flap. Further details are not provided. There were no adverse consequences to the patient.